Event description:
It was reported that the insulin pump had discrepancies between its interstitial sensor glucose and blood glucose readings. The blood glucose reading was 200 mg/dl compared to the sensor glucose reading of 70 mg/dl. The customer had observed off label use of the sensor and infusion set in the thigh. He stated that he had issues with inaccurate readings at night. He also noted that regardless of where in the abdomen the infusion set was worn, the basal and bolus delivery affected the sensor glucose reading. Advised the customer to call with any additional concerns. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.